Event description:
Patient reporting left side rupture diagnosed via ultrasound and computed tomography (CT). Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "changing the shape and increasing the volume of the breast. A violation of the integrity of the implant was detected on ultrasound of the mammary glands." Device has been explanted.

Event description:
Patient reporting left side rupture diagnosed via ultrasound and computed tomography (CT). Healthcare professional reported left side "changing the shape and increasing the volume of the breast. A violation of the integrity of the implant was detected on ultrasound of the mammary glands." Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.